Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, white particles in device inner surface, and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one crack opening, wear abrasion, and one opening striated. Based on the device analysis the final assessment is one opening crack assessed as a cracked valve seat diaphragm valve, and one curved opening striated assessed as surgical damage.

Event description:
Device has been explanted.